Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photos. Analysis of the sample showed that bd was not able to observe any foreign matter at the tip of the cannula / catheter. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd nexiva diffusics w/maxzero 18g x 1.25 in had foreign matter it was reported by customer that diffusics had extra residue at the tip of the catheter. Verbatim: rcc received a complaint via email. Email(s) attached. Please see attached images of a diffusics that had extra residue at the tip of the catheter and please provide the appropriate next steps in this investigation process. The customer has the sample saved, so let us know the best way to get this sent in to be investigated.